Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient was admitted to the hospital with status epilepticus and subsequently died. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.